Event description:
It was reported that this system was explanted due to continual bleeding. No additional adverse patient effects were reported. This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance and pressure testing was performed, verifying the electrical performance and insulation integrity. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was explanted due to continual bleeding. No additional adverse patient effects were reported.